Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that I "was taking a lung biopsy thoracoscopically and your stapler never fired staples but cut the lung resulting in an instantaneous near exsanguinating hemorrhage which required me to crash open the chest to control bleeding. This happened about 10 years ago but is still quite memorable. At that time I was more focused on saving a life than filing a complaint. The child did well but has a big thoracotomy scar and (I am sure) a big bill for an ICU stay."